Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for low drain volume alarms is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
During a follow up phone call by product surveillance to the nurse regarding the air bubbles, it was revealed that the home patient (hp) is doing fine and continung therapy without issues. Per nurse, the issue was resolved. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
A customer contacted baxter's (B)(4) to report a low drain volume alarm on the homechoice device during drain 1 of 4. The homepatient (hp) stated there were air bubbles in the patient line. The technical service representative (tsr) had the hp cycle power on machine to end of therapy. No patient injury or medical intervention was indicated at the time of the initial report.